Event description:
Related manufacturer reference number: 2017865-2022-13419. It was reported that the asymptomatic patient presented for a follow up in clinic with right atrial (ra) and right ventricular (rv) leads that exhibited low pacing impedance due to suspected lead fracture. Both leads were capped and replaced on (B)(6) 2022. There were no patient consequences.